Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the tab on the blue baseplate was broken off. No fragments were returned for analysis. A likely cause is attributed to wear and tear damage incurred over repeated usage.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9545-t15-01, ar-9545-t15-02, ar-9545-t15-03 driver shafts tips were bent, along with a ar-9165cdg baseplate impactor tip wing broke. This occurred during an unknown case when the driver tips bent upon insertion of the screw, along with the impactor tip wing broke. There was no patient effect reported, and no additional information provided. Additional information requested.